Event description:
It is reported that the pt underwent unipolar hip replacement for a displaced subcapital fracture of the hip. The surgeon wanted to fixate a piece of the fracture below the prosthesis and while drilling, a piece of the drill bit broke off and embedded into the bone. X-rays were taken to confirm that there were no pieces of the bit in the soft tissue or joint. Since the broken piece would sit below the prosthesis and be sealed in place by it, it was decided, by the surgeon to leave it where it was. There would have been damage to the bone if the surgeon decide to attempt to remove it.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to "a piece of the drill bit" breaking off and embedding into the pt's bone. X-rays were taken to confirm that there were no pieces of the bit in the soft tissue or joint region. The surgeon elected to leave the piece where it was since it sat below the prosthesis. The remainder of the device was disposed of by the hospital, therefore the device number, lot number, and/or photos or x-rays were not provided for review. An engineering analysis cannot be performed with the information provided. Cause cannot be definitively determined. No lot numbers. Evaluation: method and results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.